Event description:
Na

Event description:
The event involves a patient in the special care unit, in a clinitron ii specialty bed, rented from hill-rom. When the patient was being moved, the bed was accidentally turned off when linen was laid down on the end of the bed. When the button was pushed to turn the bed back on, a pop sound was heard and the nurse unplugged the bed from the wall. About 15 seconds later, there was smoke coming from the bed, the fire alarm was pulled, and the staff moved the patient to another room. The fire was extinguished and the room was closed off.